Manufacturer narrative:
(B)(4). Date sent: 5/28/2021. Additional information received: it was stated that the surgeon never had a problem before. The procedure was a gastrectomy for gastric cancer. Very obese patient, hypertensive. The patient¿s hospitalization was extended a month but doing well now. No issues were experienced with device during initial procedure. When reviewing the surgery, prior to closing the patient a leak was noticed in posterior side of the pouch. Surgeon sutured the leak site. The next day, one of the drains he noticed bile. Revision surgery he saw another leak in the posterior side of the pouch. The surgeon insisted that there were no staples but some were visible in video. The device was discarded. The surgical procedure was a total gastrectomy for advanced cancer. No issues were experienced during the firing of stapler. No abnormal sounds were heard. A methylene blue leak test was performed, and a leak was noted in the posterior aspect of the anastomosis. The surgeon closed the staple line with monofilament suture. He rotated the anastomosis and saw no evidence of staples an area of 2-3cm. The procedure was converted to open and monofilament suture was used to repair leak and patient sent to ICU. Following day, the patient had drainage in drain. New methylene blue test was performed ¿ liquid by the mouth ¿ no leaks identified. Second day post-op ¿ volume in the drain was increased and patient became unstable with tachycardia and abdominal pain. Reoperation-no leaks in the e-j in the new surgery. A leak was found in the j-j anastomosis which is what we see in the photo provided. The patient had another leak in the j-j anastomosis. Patient introduced with vac system for therapy. Surgeon felt comfortable with full thickness tissue bites in each firing. Surgeon did not feel that the jejunum was under tension during firing. He felt that the last 2-3 cm the staples were not in correct form that may have led to leak. Surgeon has used this technique and these staplers for many years. This is an analysis for videos and photos submitted to ethicon endo surgery for evaluation. The photos show a piece of the tissue with a staple line on the tissue and appear to be a part open. However, due to tissue on staples proper/improper form of staples cannot be determined. Ee anastomosis the video starts with tissue manipulation, at 0:35 and 2:25 an incision is made on the tissue, and at 2:50 a device is introduced with a with gst reload and placed on the tissue and fired at 5:05, the suture is prepared at 5:48, and tissue is sutured at 6:05, this continues and at 11:30 small bleeding is observed, a gauze is introduced at 14:48. Video 2.mp4 tissue manipulation is observed, and an incision is made a device is introduced with a gst blue reload and placed on the tissue. The device is fired and removed at 5:35, suture is prepared at 6:45 and the tissue is sutured. Small bleeding is observed at 15:40, video end with tissue been sutured. Additional information was received from ethicon medical safety officer: 1. I am not familiar with his anastomotic technique-it looks like an adaptation of an adaptation of orringer¿s technique for cervical esophagogastric anastomosis. 2. The esophagotomy is made away from the esophageal staple line- the technique calls for an excision of the staple line and stay sutures to stabilize the esophagus 3. Given a lack of visualization, it¿s unclear unclear if the stapler created a full thickness anastomosis-can't see esophageal mucosa 4. The sutures closing the ¿hood are very big bites and do not necessarily include mucosa of esophagus and jejunum. Based on the photos and videos reviewed, the event describe is confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return.

Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. This is an analysis for videos and photos submitted to ethicon endo surgery for evaluation. The photos show a piece of the tissue with a staple line on the tissue and appear to be a part open. However, due to tissue on staples proper/improper form of staples cannot be determined. Ee anastomosis the video starts with tissue manipulation, at 0:35 and 2:25 an incision is made on the tissue, and at 2:50 a device is introduced with a with gst reload and placed on the tissue and fired at 5:05, the suture is prepared at 5:48, and tissue is sutured at 6:05, this continues and at 11:30 small bleeding is observed, a gauze is introduced at 14:48. Video 2.mp4 tissue manipulation is observed, and an incision is made a device is introduced with a gst blue reload and placed on the tissue. The device is fired and removed at 5:35, suture is prepared at 6:45 and the tissue is sutured. Small bleeding is observed at 15:40, video end with tissue been sutured. Based on the photos and videos reviewed, the event describe is confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo surgery quality process, all devices are manufactured, inspected, and released to approved specifications. Additional information was requested, and the following was obtained: what were the indications for surgery? It was a total gastrectomy for gastric cancer. What was the surgical procedure? Total gastrectomy with roux-en-y reconstruction. Can details be provided how the esophagojejunal anastomosis was constructed? Esophageal transection was performed using echelon powered 60mm with blue cartridge. An opening was made in the posterior aspect of the esophagus and in the jejunum with hook. One fork of the echelon stapler (60mm with blue cartridge) was inserted in the jejunum. The other fork was inserted at the opening of the esophageal stump. After firing the echelon stapler, esophagojejunostomy was performed in a side-to side fashion. The opening hole was closed with monofilament running suture. Did the patient undergo preoperative radiation or chemotherapy? No. Was a jejunal pouch reservoir created or roux en y? Roux-en-y reconstruction. In the 3cm that did not present staples, were there any at all? If so, describe shape. As can be seen in the video, there was no staples, only a longitudinal injury of the esophagus and jejunum. In addition, the photos of the enteroenterostomy showed the same defect, with the distal 3 cm of the anastomosis without staples. Does the surgeon routinely wait 15 seconds prior to firing? Yes. What stapler was being used with reported reload? Yes. Was the site of the post-op leak stapled or hand sewn? The leak occurred in the stapled area of the anastomosis. Does the surgeon believe the tissue observed in photo is ischemic? No. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that at the time of performing the esophagojejunal anastomosis with a 60-mm blue reload, the firing of the echelon power charge did not present any visual or sound abnormality. A similar situation occurred with the entero-entero anastomosis with a 60 mm white reload. At the time of performing the methylene blue test to rule out a leakage of the esophagojejunal anastomosis, a considerable volume leak was found from its posterior aspect. When rotating the anastomosis, it was evident that of the 6 cm of the posterior aspect of the anastomosis, the first 3 cm were correctly stapled, while the 3 cm distal of the staples did not present staples but the longitudinal section of the esophagus and jejunum was carried out, which caused the leak. This unfortunate fact meant that I had to convert to open surgery in the context of an obese patient, which made the procedure even more difficult. Access to the mediastinum had to be achieved because the esophageal section occurred in the distal esophagus. I finally managed to repair the injury by manual suture. The duodenal stump and the entero-entero anastomosis were seen to be undamaged. At 24 hours postoperatively, the patient presented bilious fluid leakage through one of her abdominal drains, for which an exploratory laparotomy was decided. Reoperation revealed an undamaged esophagojejunal anastomosis but a leak at the level of the entero-entero anastomosis. When reviewing this anastomosis, the anterior face that was sutured manually was undamaged but the posterior face corresponding to the mechanical suture, the first centimeters of this anastomosis presented staples in the usual way while the distal centimeters of the anastomosis were completely dehiscent. This implied resecting the anastomosis and making it again by manual suture. Due to abdominal contamination by intestinal fluid, the patient is currently seriously ill, on mechanical ventilation and with vasoactive drugs.